Manufacturer narrative:
The referenced report of history of gastrointestinal bleeding and (B)(6) 2016 hospital admission for gi bleed is covered under medwatch MFR# 2916596-2016-02416. (B)(4). No product was returned for evaluation. The report of elevations in pump power/estimated flow was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the changes in pump parameters could not be conclusively determined. The log file captured multiple pump power elevations above 10 watts, which were noted to have increased in frequency over time. In addition, average pi values appeared to trend downward over time. The observed parameter fluctuations captured in the log files were not associated with any atypical alarms or reductions in pump speed below the low speed limit. Based on previous complaint experience, an upward trend in pump power/estimated flow values (including pump power elevations over 10 watts) coupled with a downward trend in average pi over time could be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters could not be conclusively determined without a full evaluation of the device. The pump remains in use supporting the patient. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had been on and off of anti-coagulation and anti-platelet therapy due to a history of gastrointestinal bleeding. On (B)(6) 2016, the patient was admitted to the hospital for gastrointestinal (gi) bleeding. At the time of admission, the patient had a hemoglobin of 6.9 g/dl, a supratherapeutic inr of 3.15 and a lactate dehydrogenase (ldh) of 300 u/l. It was reported that the lvad clinicians attempted to stop aspirin first due to gi bleeding, and restart coumadin once the patient's hemoglobin stabilized. With protein calorie malnutrition inr continued to trend up despite holding coumadin. An additional ramp echocardiogram performed on (B)(6) 2016 showed that the left ventricle size decreased and aortic valve opening decreased with increasing speed, which was similar to a prior ramp echocardiogram.

Manufacturer narrative:
Approximate age of device: 17 days . No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that, on (B)(6) 2016, a few isolated pump power surges between 10 and 11.0 watts were noted. A ramp echocardiogram was performed on (B)(6) 2016, and the pump speed was increased from 8600 to 9000 rpm. The estimated flow values on (B)(6) 2016 were greater than 10 lpm. The patient was asymptomatic. The system controller log files were submitted to the manufacturer's technical services for review. An increase in pump power and a decrease in the pulsatility index (pi) over time was observed. This type of trajectory has been previously linked to the potential presence of thrombus. On 09/20/2016, a follow-up log file was submitted for review that showed the continued trend of an increase in pump power and a decrease in the pi over time. On (B)(6) 2016, it was reported that the patient had been discharged home. No additional sustained power elevations had occurred and the patient&#62688;inr value was therapeutic. The patient continued to be asymptomatic and remained ongoing without any further issues. No additional information was provided.